Event description:
It was reported the omnipod 5 pod continued to deliver insulin when the patient's glucose levels were 38 mg/dl while in automated mode. Symptoms included vomiting, lethargy, pallor, low blood pressure and cognitive changes. The patient's wife attempted to treat the hypoglycemia with juice without success. The glucose levels remained low, so the patient's wife called emergency medical services (ems) who administered glucagon. It was not reported if ems provided additional treatment once they arrived at the patient's location. Review of the patient's insulin delivery history and glooko report by insulet's clinical product support team indicated the device was paused during the time where the glucose levels were below 60 mg/dl, however, the patient's physician felt the device was still delivering insulin when glucose levels were low.

Manufacturer narrative:
Cloud data for the period of 06oct2025-10oct2025 was downloaded and reviewed. Review of the cloud data found no evidence of an overdelivery of insulin. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated insulin as estimated glucose values decreased towards and below the user's target and resumed insulin delivery when estimated glucose values began increasing again. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl or when insulin was suspended were observed in the data. No issues were observed with the system in the available data. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: tp1a.220624.014.n986usqsehyh1. Hardware: sm-n986u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.